Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42, associated with a g7 sensor. There was no adverse impact to the caller's blood glucose level. Technical support provided instructions for a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session.